Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the yellow o ring was visible at the time of power interruption, and that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: a review of the pump's black box revealed multiple unexplained pump reboots. During testing, the battery compartment was observed to be cracked with damaged threads. The returned battery cap was observed to have damaged threads. The pump could not maintain an electrical connection with the returned battery cap; therefore, the investigation was completed with a test battery cap. The pump was exercised with a test battery cap for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was observed inside the pump. Unrelated to the initial complaint, the pump powered on with a test battery cap to a dim and discolored display screen. All of the keypad buttons were intermittently responsive. The up arrow and ok keypad buttons were inverted. The keypad cover was removed and contamination was found under all of the keypad button contacts. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.